Event description:
During serivce of the unit a constant reboot condition was found. Replaced integrated circuit u23 on the power board to correct the failure mode. Integrated circuit u21 on the power board was replaced as a precaution.